Event description:
Pt had been admitted to stepdown unit for approx 1 1/2 hours. At approx. 1735 slave monitor was observed by charge nurse and nurse manager showing bradycardia and low o2 sat 77%. Charge nurse and staff nurses ran to room in process of calling rapid response. While in room pt became asystolic and code blue called. At no time prior to event did monitor ever alarm. Monitor did not show or indicate yellow warning light or eventually red blinking alarm. Visual alarm failed. Audible alarm in room or monitor room never sounded. Call placed to biomed immediately after code with on call ge technician arriving to unit at approx 2000. Stated volume was turned down, but alarm history showed no alarm being ever set of or captured. Prior to this even nurse manager had been in contact with biomed and ge it specialist who stated the problem was with one cic that was unable to support data. Unit manager informed that this was to be changed out by 2007, which never occurred. Written report was requested from biomed and has yet to be received regarding incident the evening of 2007. Monitor remains sequestered.